Event description:
The manufacturer received info alleging a leak occurred from the exhalation port in the pt circuit. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module will be replaced to address the issue. Device has been evaluated but not yet repaired.